Manufacturer narrative:
Visual inspection revealed that the distal tip of stardrive screwdriver shaft was worn and stripped. The received condition does agree with the complaint description for stripped and is therefore confirmed. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing for 9 years; therefore, further investigation for the reported complaint device is not required. A definitive root cause could not be determined. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device history lot: part: 314.453, lot: 3502150. Manufacturing site: (B)(4). Release to warehouse date: 28 july 2010. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, a stardrive screwdriver shaft was stripped. It was noticed to be stripped at the ortho station. It is unknown if there was patient involvement. This report is for one (1) stardrive screwdriver shaft t8 55 mm. This is report 1 of 1 for (B)(4).